Event description:
Surface of glenoid fragmented. Pt with previous shoulder arthroplasty in jan 1996 for degenerative joint disease. Evidence suggesting upward displacement of humeral head relative to glenoid.